Event description:
Customer states that her husband has had chair for 8 years and he has worn the footboard down. The quick release pin is continuously breaking.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.